Manufacturer narrative:
One 5f supreme ep catheter was received for evaluation. Visual inspection revealed a separation of the shaft from the body of the catheter. In conclusion, the returned catheter was received with a separation of the grey shaft from the black body. Corrective action has been initiated to address a bond separation on supreme catheters. The instructions for use caution the user not to alter the device.

Event description:
It was reported the physician experienced difficulties accessing the coronary sinus; the catheter was removed and reshaped twice. During the second re-shaping, it was noted that the distal (gray) portion of the catheter had become detached; but not separated. No adverse patient consequences were noted.